Event description:
Customer reported false negative results with a donor # (B)(4) and fya antigen typing performed with the ortho anti-fya lot#fa226c by tube method. Customer indicated that the unit was retested with anti-fya, lot#fa226c by a validated method using a dilution of 3% surgiscreen on the provue. Inconsistent results were observed between provue and tube method. Reactions were all negative when run by the tube method and positive on provue. Customer stated that no incorrect or erroneous results were reported as a result of the reported concern. The units were not transfused to a patient with anti-fya. Quality controls were confirmed to be acceptable with ortho heterozygous donors on the day of use. All reagents and cards were confirmed to have been stored as per the IFU and visual appearance before use was acceptable. Customer was requested to repeat testing in manual gel and to repeat the tube method testing but using a fresh lot of blood bank saline. Customer complied with this request and reported 1-2+ reactions for the donor and lot #fa226c in manual gel, and reported 1-2+ reactions with the donor, lot #fa226c and a fresh lot of blood bank saline using the tube method.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).